Event description:
The customer reported quality control (qc) issues for all levels and discrepant troponin I (access accutni) results, for multiple patients, involving the access 2 immunoassay system. The customer indicated patient samples were processing on the instrument at the time qc results recovered outside of specifications. The laboratory then retested the patient samples on an alternate instrument and noted the discrepant results. The discrepant results were released from the laboratory and some corrected reports were issued. The customer is not aware of any impact to patient care. There has been no report of patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) determined aspirate probe #3 was aspirating slow and replaced all three aspirate probes. The fse performed aspiration check and observed the peristaltic pump tubing was not properly aspirating the fluid. The fse replaced the peristaltic pump tubing and verified instrument performance. The fse cleaned the pipettor wash nozzle and verified the mixer speed, and performed the mixer exerciser and verified no movement of the reaction vessel (rv). The fse performed passing high sensitivity system check and 35-repetition precision test with low level control and obtained passing quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. The peristaltic pump tubing was not aspirating fluid properly. Beckman coulter continues to track and trend any incident related to this issue. Beckman coulter internal identifier for this report is (B)(4).